Manufacturer narrative:
Additional information: the complaint was confirmed. One unpackaged ar-1588rtt was received for investigation. Functional testing found no issues. Upon visual evaluation, it was noted that the needled detached from the suture. Eco-34288 was implemented to improve the manufacturability of this device. The most likely cause for the reported failure is a manufacturing issue.

Event description:
It was reported that during a cruciate ligament surgery the needle was torn off while sewing. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. On 23-jun-2023 update dw further information were provided that when the surgeon pierced the needle through the vein the thread broke off the needle.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.